Event description:
Immediately following a patient being shocked, ed (emergency department) staff noted a burning smell and that one of the defibrillator pads on the patient was hot and had begun to "melt".